Event description:
The product was used during a esophagectomy procedure. Reportedly, the staples did not form properly at the distal end. No pt injury was reported.

Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.